Event description:
The following description of the event was documented by the carefusion supplier quality mgr and a carefusion tech support specialist in response to phone conversations with a user facility rep. "He reported an issue with the cap diaphragm for use with oscillatory ventilators. While circuit on pt loss pressure. Suspected the diaphragm cap is malfunctioning." "I contacted [name removed] to f/u and he explained that the rt suspected that the cause of the acute loss in pressure was a defective cap diaphragm. They replaced the entire circuit and had no issues. The vent ran fine after that (pressure held). They would like to send the cap diaphragms (quantity 2) in for eval. I explained to him about "acute loss in pressure" and that to always suspect the cap diaphragm. I will have these two cap diaphragms (B)(4) returned under (B)(4) and send a box of replacements. (B)(4)". The following add'l description of the event was copied from the amended user facility medwatch report received by carefusion from the FDA on (B)(6) 2011. "It is believed that the event is related to the "cap-diaphragm" assembly which was used and has been a source of concern in the past. The cap-diaphragm assembly consists of an inflatable diaphragm, hard plastic shell and luer-loc tip, which is assembled by the clinician after opening the device [pt circuit] packaging. The luer-loc tip interfaces with either the dump - line or control - line from the ventilator and is the point at which disconnection occurs. Lack of a secure fit at the luer - connection can cause inadvertent disconnection at this interface, which causes the ventilator to lose pressure, subsequently leading to loss in the pt's mean airway pressure. Device design forces clinicians to disassemble and reassemble the cap - diaphragm component when disconnection occurs."

Manufacturer narrative:
(B)(4). The following description of the device eval by the user facility was copied from the user facility medwatch report received from the FDA on (B)(6) 2011. "Biomed eval on (B)(6) 2011: opened for this incident. At this time, it is believed to be [pt] circuit related, specifically to the "cap-diaphragm" assembly, which was used and has been a source of concern in the past." "We need to address this cap/diaphragm concern again as it seems to arise at the pt bedside and when it does those pt are extremely fragile and cannot tolerate loss of airway pressure at all, let alone the time it takes an rt to remove the cap, fumble through reseating it and hoping to have done it correctly, re-installing the cap, and then re-pressurizing the oscillator. The bedside is not the place for this to happen." The following info concerning the eval of the device was copied from the failure investigation report completed by the carefusion failure analysis lab tech once the eval was complete. "Failure analysis: carefusion had issued a return goods authorization (rga) number to the customer for the return of the alleged faulty cap/diaphragm assemblies. When the box was opened, it was discovered that the customer had returned a complete pt circuit which includes three cap/diaphragm assemblies. The pt circuit was packaged in a biohazard bag. When the biohazard bag was opened there was a very strong smell. The pt circuit was found to be obviously used and visibly contaminated with fluid coming out of the tubing. Additionally, the endotracheal (et) tube that had been used on the pt was also in the biohazard bag." "Findings/root cause: due to the contamination, an operational eval of the returned pt circuit could not be performed. Thus no root cause could be determined." A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus carefusion considers this to be an isolated incident.